Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 600cc mentor memorygel breast implants placed experienced baker grade iii capsular contracture on an unknown side on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation of the two products that could be the impacted product differs, therefore, mentor is listed the earlier of the two dates in this report. Additionally, has been updated to reflect the two possible lot and serial numbers of the impacted product. If additional clarification is received by mentor, a supplemental report will be submitted.